Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer completed a supply change to resolve the occlusion alarm. Additionally, a cartridge alarm occurred during the load sequence. The customer's blood glucose was 311 mg/dl. The customer reloaded the cartridge successfully and resumed insulin delivery.